Event description:
It was reported when a fatigued patient presented to the clinic during a follow-up, the device was found in backup vvi mode. The issue was resolved after a device download was installed. No further information is available.